Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres in 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good after the procedure.